Event description:
It was reported that during the implant attempt, the tip of the lead was slightly bent which made it difficult to place the lead. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.